Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl and went down to 204 mg/dl. Customer was treated with manual injection. Customer did not allege insulin pump was under delivering. Customer stated insulin pump had insulin flow blocked alarm and insulin was exited. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it was passed. Customer also stated insulin pump was exposed to fluid. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. The insulin pump will not be returned for analysis.